Event description:
It was reported that the customer experienced frequent unnecessary alerts and alarms, along with improper insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up or troubleshooting, leading technical support to close the case with the issue documented only.